Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the medium-large clip applier instrument was used for a surgical task and would not close with the clip. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.